Event description:
It was reported that this patient with a subcutaneous implantable cardioverter (s-ICD) system recently received an inappropriate shock while walking. The patient was subsequently hospitalized, where it was determined that the shock was delivered due to over-sensed noise. An evaluation was performed, where it was observed that the device sutures were open, and the device was very mobile within the pocket. Noise was reproducible in both the primary and secondary sensing vectors with provocative maneuvers. The physician re-sutured the device, and the noise was no longer present. The s-ICD was then programmed to the primary sensing vector, and the patient was discharged. However, the following week, another inappropriate shock was delivered due to noise while walking and the patient was re-hospitalized. Noisy signals were now present in all three sensing vectors, with indistinguishable r-wave amplitude measurements. Diagnostic imaging was performed, and the images and device data were provided to boston scientific technical services (ts) for review. Ts confirmed there was evidence of a sharp curvature in the electrode body. A complete system revision and potential replacement was recommended to confirm correct insertion and positioning. At this time, the s-ICD remains implanted, but therapy has been programmed off. The patient remains hospitalized and is stable.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter (s-ICD) system recently received an inappropriate shock while walking. The patient was subsequently hospitalized, where it was determined that the shock was delivered due to over-sensed noise. An evaluation was performed, where it was observed that the device sutures were open, and the device was very mobile within the pocket. Noise was reproducible in both the primary and secondary sensing vectors with provocative maneuvers. The physician re-sutured the device, and the noise was no longer present. The s-ICD was then programmed to the primary sensing vector, and the patient was discharged. However, the following week, another inappropriate shock was delivered due to noise while walking and the patient was re-hospitalized and shock therapy was programmed off. Noisy signals were present in all three sensing vectors, with indistinguishable r-wave amplitude measurements. Diagnostic imaging was performed, and the images and device data were provided to boston scientific technical services (ts) for review. Ts confirmed there was evidence of a sharp curvature in the electrode body, which was suggestive of an electrode fracture. The physician explanted and replaced the s-ICD system to resolve the event, and no additional adverse patient effects were reported. The explanted system was returned for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter (s-ICD) system recently received an inappropriate shock while walking. The patient was subsequently hospitalized, where it was determined that the shock was delivered due to over-sensed noise. An evaluation was performed, where it was observed that the device sutures were open, and the device was very mobile within the pocket. Noise was reproducible in both the primary and secondary sensing vectors with provocative maneuvers. The physician re-sutured the device, and the noise was no longer present. The s-ICD was then programmed to the primary sensing vector, and the patient was discharged. However, the following week, another inappropriate shock was delivered due to noise while walking and the patient was re-hospitalized and shock therapy was programmed off. Noisy signals were present in all three sensing vectors, with indistinguishable r-wave amplitude measurements. Diagnostic imaging was performed, and the images and device data were provided to boston scientific technical services (ts) for review. Ts confirmed there was evidence of a sharp curvature in the electrode body, which was suggestive of an electrode fracture. The physician explanted and replaced the s-ICD system to resolve the event, and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis, but has not yet been received.